Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has an error #14.

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) unit has an error #14. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields e1(event site telephone). A getinge field service engineer (fse) evaluated the pump. Changed compressor (0119-00-0236) and check operation. Equipment suitable for clinical use.